Event description:
A valiant captivia was implanted during the endovascular treatment of a type b aortic thoracic dissection. It was reported that during the index procedure, deployment difficulties were encountered. It was said that everything went well during portion of the deployment and the tip capture release handle (tcrh) was inspected with no issues noted. The trigger was used during deployment of the stents without issues. It was found that the back pull step could not be completed after rotating the tcrh. After the following the reverse direction of the arrow on the tcrh, the freeflo stents were still undeployed. The tcrh was pulled back hard. The blue handle moved, but the freeflo stents did not open. After multiple failed attempts, the blue handle was disassembled, the internal buckle was located at the last position of the long track, and it was manually pulled along the track many times. After that, the attempt to put it back into the slot failed. All parts of the tip capture release handle were disassembled. Then the gray delivery rod was destroyed/manually directly pulled the internal link inner sheath, and eventually the freeflo stents were deployed. No harm was caused to the patient. Per the physician, the cause of the deployment issue was device related due to a product issue. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Photo evaluation summary a series of six (6) images and a thirteen (13) second video clip were received. The images capture the tip capture release handle components detached and the grey handle underneath broken. The images show tape holding the grey handle together with one the tip capture release components reloaded. The video clip shows the device post deployment of the stent graft; the tip capture release handle appears intact. The reported deployment/expansion issue was confirmed through image review. Film evaluation summary: the reported deployment issues could not be confirmed on the limited films provided; therefore, the cause of the event could not be determined. Procedural angiograms showing the deployment steps, including attempts to deploy the stents, were not available for a t thorough assessment of the reported event. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. The tip capture release handle was partially open. Tape was visible holding the inner handle components together. On removal of the tip capture release handle component. Break sites were visible on the inner handle component. The backend t-tube was manually moved back and forward. The handle was disassembled. A section of detached silicone seal material was visible adhered to the middle member. When moved forward the detached matched a tear site visible on the silicone seal. The reported deployment/expansion issue was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.